Event description:
The surgeon had used the device at least ten times during the procedure when the power supply/user interface machine indicated, "replace instrument." A new device was opened and used and the procedure continued. No harm to the patient was reported.